Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the pt was admitted to the hospital with hyperglycemia up to 30 mmol/l (540 mg/dl) and ketoacidosis. The pt stated that the infusion device displayed the e4 (occlusion error) and again displayed e4 after changing the infusion set. The pt spent a "few" days in the intensive care unit at the hospital. The pt was treated with insulin injections and infusions. The pt experienced abdominal pain and dehydration. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.